Manufacturer narrative:
Findings: pump received with button error alarm due to corroded keypad traces. Pump received with scratched display window, cracked display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.